Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1h3t7, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Device code (B)(4) applies to both the implantable neurostimulator and the lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not gotten very good therapy benefit since (B)(6) and it seemed to be getting worse. The patient had their program changed by their doctor and their symptoms had not gotten better since then. The patient increased stimulation to 1.5v and was feeling comfortable stimulation. The patient stated they would stay there and see if it benefits their symptoms. The symptoms the patient reported were urgency and frequency and they it was noted to be a gradual change in therapy. The patient was redirected to their healthcare provider if symptoms continued. No further complications were reported. On (B)(6) 2108, additional information was received from a consumer (con). It was reported that the patient had surgery on (B)(6) 2017. The patient stated that the "first device didn't work and worked for awhile and then didn't work so they tried to rewire the wires".